Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and reservoir tube cracked.

Event description:
It was reported that the customer's insulin pump had pieces missing at the resrvoir compartment and the screen was cracked. Her blood glucose was 84 mg/dl. The customer did not know how the damage occurred. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).